Manufacturer narrative:
Investigation included user education and troubleshooting focused on device setup. Investigation of this case revealed that a factory reset and setup were completed on the ilet. It was concluded that the event involved hyperglycemia associated with device setup and performance concern, and continued monitoring was advised. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that a user who had been off the ilet for several weeks resumed use and experienced persistently high blood glucose with a high level of 401 mg/dl, and the healthcare provider recommended and the user performed a factory reset with assistance due to concern that the device was not delivering the correct insulin amount. Symptoms included hyperglycemia without reported associated clinical symptoms. Outcomes included no medical intervention beyond troubleshooting and no hospitalization.